Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-26917. It was reported the ipg was unable to communicate with charger for the past month. In addition, the patient reports she experienced pocket heating while recharging for the past 7-8 months as well as the charger paddle becoming warm. The patient reports she would take a break from charging once the heating became uncomfortable. A replacement model 3726 charging system was sent to the patient which resolved the issues.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.